Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photos. Additionally, 15 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with 3 bd vacutainer® precisionglide¿ multiple sample needle "black" foreign matter was discovered on the needles. The following information was provided by the initial reporter: when customer open the cap of needle to draw blood sample, they saw a small black particle stick on needle.